Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedures, there was not good staple formation. No buttressing was being used. No additional details were provided. Procedure was completed with the same device. No device will be returned.